Event description:
It was reported that there were a couple of patients that had not done well with autostimulation, as it had caused them to have sleep apnea, which was assessed to have caused the patients seizures to worsen. No other relevant information has been received to date.